Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2019 with blood glucose of 497 mg/dl. The customer's other blood glucose was 300, 105 mg/dl. The customer was throwing up and sweating like a pig and felt like an elephant was sitting on him. The customer was treated by insulin pump, intravenous drip and manual injection. Troubleshooting was done for high blood glucose and under delivery. Customer has been using insulin pump system within 48 hours of reported high bg event. Based on customer report customer does not allege pump was under delivering. The customer reported that they had performed the high pressure test and insulin pump was not able to detect any blockage. The insulin pump will be and reservoir and infusion set will not be returned for analysis.

Manufacturer narrative:
Insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08710 inches. Insulin pump received with scratched case, pillowing keypad overlay and minor scratched lcd window.